Event description:
Customer reported that c-arm was drifting back and forth. No patient injury.

Manufacturer narrative:
The service rep performed the following: 11-14-07 ordered parts and scheduled service. 11-16-07, onsite found that wig-wag brake was not properly securing c-arm. Replaced wig-wag brake and verified proper operation of braking assembly. Wig-wag brake was operating as intended. Also adjusted brakes for orbital c movement. All brakes were verified and operating as manufacture intended.